Event description:
(B)(4). Allergic to penicillin. Heavy bleeding 15 day period. 20 day cycle. Extreme lower back cramps. Lots of clotting. Sharp stabbing pains in abdomen daily. Excruciating pain when I sneeze in same area.